Event description:
Boston scientific crm received information that this right atrial lead exhibited intermittent loss of capture. The lead was reprogrammed to ddd as pacing is not needed in the atrium in this patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.